Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to achieve hemostasis upon being deployed into the aortotomy as the seal was misplaced. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The loading device was not returned. It showed signs of clinical usage. There was blood inside of the delivery tube and on the seal. The tension spring assembly was located inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was completely unraveled. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).